Manufacturer narrative:
Device received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose 49 mg/dl. Customer did not troubleshoot their low blood glucose reading. Customer also reported battery cap is damaged. Insulin pump will be returning for analysis.